Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose level, labored breathing, and vomiting. A blood glucose level, and additional information regarding the event was not provided.